Manufacturer narrative:
(B)(6). No product was returned; visual and dimensional evaluations could not be performed. The device history records could not be reviewed with the unknown part and lot information. This device is used for treatment. A complaint history review could not be reviewed with the unknown part and lot information. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. As the event is related to an instrument, implant compatibility is not applicable. Medical records were reviewed. No additional issues were noted during the procedure. Review of the initial op notes showed no complications or indications the product was implanted incorrectly. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Risks associated with reported condition are addressed in the I/o risk table for vanguard xp dhf as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. (B)(6). The following MFR rpts are related to this report: 0001825034-2017-10724, 0001825034-2017-10731.

Event description:
It was reported that during a total knee arthroplasty procedure that was carried out on (B)(6) 2014 on the left knee, the tibial island did not stay intact through full extension during trialing procedure and it was also mentioned that there was 5 degree contracture. No additional information available.